Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when pushing motion buttons on the pendant, the medtronic representative stated there was a delay before the system would move. There was no patient present when this issue was identified. The medtronic representative later reported that the system was not moving slowly and it was docking without issue. The system has been used multiple times since then.